Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the device alarmed. The device was evaluated by a philips rse and the reported issue was unable to be duplicated. The device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time.